Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient noticed the high readings on (B)(6) 2010. The patient obtained a 146 mg/dl on the lfs meter and approximately 2 days later, the patient developed chest pains and went to the fire department and was tested on their meter and obtained a 90 mg/dl and was treated with food/drink and was admitted in the hospital. The products were replaced. No further clinical information was provided. It would have been helpful to know how long the patient was admitted in the hospital, the diagnosis, readings prior to the event and treatment in the hospital. It would have been also helpful to know whether the 90 mg/dl result was after treatment or before treatment on the fire department's meter. The complaint is being reported since the patient was treated with food/drink by the fire department and was admitted in the hospital.

Event description:
In an article titled "a comparative analysis of the results of vertebroplasty and kyphoplasty in osteoporotic vertebral compression fractures", a prospective study of 28 vertebroplasty patients and 24 kyphoplasty patients treated over the past 2 years was presented. The following event was reported: the patient underwent a vertebroplasty procedure using a bipedicular approach at level t11. Cement extravasation occurred. The cement extravasation occurred into the intradiscal space, anterior to the vertebral body, along the nerve root, and into the spinal canal. There were no neurological deficit reported. No additional information was reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.